Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered end of life (eol). A request for technical review was needed. A review of the device data by engineering noted that an emergent device replacement was recommended. The voltage of the battery was very low, too low to support therapy. The device had also set a battery depletion (bd) alert. The device was beeping for sometime, and due to the large amount of beeping entries in the device logfile it was not possible to see when and why the bd alert was triggered as the logfile entries were overwritten over time. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered end of life (eol). A request for technical review was needed. A review of the device data by engineering noted that an emergent device replacement was recommended. The voltage of the battery was very low, too low to support therapy. The device had also set a battery depletion (bd) alert. The device was beeping for sometime, and due to the large amount of beeping entries in the device logfile it was not possible to see when and why the bd alert was triggered as the logfile entries were overwritten over time. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had triggered end of life (eol). A request for technical review was needed. A review of the device data by engineering noted that an emergent device replacement was recommended. The voltage of the battery was very low, too low to support therapy. The device had also set a battery depletion (bd) alert. The device was beeping for sometime, and due to the large amount of beeping entries in the device logfile it was not possible to see when and why the bd alert was triggered as the logfile entries were overwritten over time. The device should be replaced, returned, and analyzed. No adverse patient effects were reported. The device remains implanted.